Event description:
On (B)(6) 2012, the pt reported that her infusion device vibrated, but there was no error or alert displayed. The pt stated that the infusion device switched off by itself at 10:00 pm on (B)(6) 2012. The pt changed the battery and the infusion device displayed e7 (power interrupt). The pt stated that if she shakes the infusion device it switches off. Her blood glucose level got up to 185 mg/dl and her normal levels is 120 mg/dl. The pt corrected the elevated blood glucose level utilizing insulin injection therapy. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.